Event description:
A customer contacted beckman coulter regarding a falsely negative (-) urine test result from the icon 25 hcg test kit. The customer indicated that a pt performed four (4) home pregnancy tests ("2ept's and 2 first responses") and obtained positive (+) test results. A urine sample from this pt was tested with the icon 25 hcg test kit and a negative (-) result was obtained. The customer then collected a blood sample from this pt and sent out for quantitative pregnancy test; the result was 65miu/ml. No injury related to this event has been reported. Other confirmatory testing was performed.

Manufacturer narrative:
Retain devices performed as expected when tested by beckman coulter with positive and negative serum and urine controls and high quant clinical urine samples. Based on available info, the urine sample tested at the customer's office was "late afternoon" sample and "appeared fairly dilute". As per product insert, a first morning urine sample is recommended for this testing. Very dilute urine samples may not contain rep leveles of hcg. Pt sample was not returned by the customer. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.